Manufacturer narrative:
Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.